Manufacturer narrative:
E1 - initial reporter city: (B)(4). Device evaluated by manufacturer: the device was returned for analysis. No issues were identified with the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion. A pinhole was identified 1mm proximal from the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres however, the pressure was unable to be maintained as the inflation liquid was observed leaking from the pinhole. The encore inflation device was verified before and after using a druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. A two 15mmx2.75mm wolverine coronary cutting balloon were selected for use. During the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A two 15mmx2.75mm wolverine coronary cutting balloon were selected for use. During the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.